Event description:
Blood glucose unable to control [diabetes mellitus inadequate control] . Insulin could not be injected accurately as rotate dose button could not be rotated to the needed dose [device malfunction]. Insulin could not be injected accurately as rotate dose button could not be rotated to the needed dose [device delivery system issue]. Case description: this serious spontaneous regulatory authority case from (B)(6) received via (B)(6), was reported by a health care professional as "insulin could not be injected accurately as rotate dose button could not be rotated to the needed dose(device malfunction)" beginning on (B)(6) 2020, "insulin could not be injected accurately as rotate dose button could not be rotated to the needed dose(inaccurate delivery by device)" beginning on (B)(6) 2020, "blood glucose unable to control(loss of control of blood sugar)" beginning on (B)(6) 2020, and concerned a (B)(6) female patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2020 for "diabetes mellitus". The patient's height, weight and body mass index was not reported. Dosage regimens: novopen 5: (B)(6) 2020 to not reported; current condition: diabetes mellitus (type and duration not reported), burn injury. Concomitant products included - insulin on (B)(6) 2020, the patient was hospitalized for burn injury. As the patient's blood glucose was found to be high, the patient was given treatment to lower blood glucose. The patient used insulin pen digital display syringe. At 10:05, the dose button could not be rotated to the dose needed to be injected, after placing insulin cartridge according to the package insert. After injecting once, the medication could not be injected on the second time. The user needed to dismantle the cartridge completely and reinstall it. So insulin could not be injected accurately, which caused the patient's blood glucose unable to control. This led to prolongation of hospitalization at 10:10, after changing the insulin pen digital display syringe, blood glucose was decreased. Batch numbers: novopen 5: jvgt382-1 action taken to novopen 5 was not reported. The outcome for the event "insulin could not be injected accurately as rotate dose button could not be rotated to the needed dose(device malfunction)" was not reported. The outcome for the event "insulin could not be injected accurately as rotate dose button could not be rotated to the needed dose (inaccurate delivery by device)" was not reported. The outcome for the event "blood glucose unable to control(loss of control of blood sugar)" was recovering/resolving. References included: reference type: e2b, report duplicate reference ID#: (B)(4). Reference notes: (B)(6) no further information available. Preliminary manufacturer's comment: 14-dec-2020: the suspected device (novopen 5) has not been returned to novo nordisk for evaluation. No conclusion has been reached. Relevant information on training on device handling, device usage and storage, needle reuse and leaving the needle attached to device between injections are unavailable for complete causality assessment. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results. Name: novopen® 5. Batch jvgt382-1. The product was not returned for examination. No investigation was possible, because sample was not available. The batch documentation has been reviewed and found to be normal in relation to delivery and accuracy issues. Since last submission, the following has been updated in the case, -investigation results updated. -annex b,c,d and g updated. -manufacturer's comment updated. -narrative updated accordingly. Final manufacturer's comment: 02-feb-2021: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. The batch documentation has been reviewed and found to be normal. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse event. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of poor glycaemic control. H3 continued: evaluation summary: investigation results. Name: novopen® 5. Batch jvgt382-1. The product was not returned for examination. No investigation was possible, because sample was not available. The batch documentation has been reviewed and found to be normal in relation to delivery and accuracy issues.